Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector and on implantation into the eye the lens was found to be damaged. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The subject device has not been made available for return to rayner for evaluation slit lamp photograph provided confirms the event as reported. Review of the evidence supplied confirms that a piece of iol optic is visibly chipped off; however, from the review of the picture the root cause of the event could not be established. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd: yag operator error; cracked optic surface post injection due to dehydration of lens our review of production records for the rayone aspheric rao600c batch 124257640 shows that all manufacturing and quality checks were conducted with successful results. All devices from this batch released for distribution were without defects and met specification criteria. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been reported against the rayone aspheric rao600c batch 124257640. Without the ability to examine the injector associated with this case and without any additional evidence (e.g., surgery video) being provided it has not been possible to determine the root cause of the reported event.

Event description:
Rayner received notification from its distributor in norway of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that during injection, the lens got stuck in the injector and was damaged on implantation into the eye necessitating lens explantation and exchange.